Manufacturer narrative:
The insulin pump had cracked display window corners, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window. Moisture damage was found on the electronics and motor.

Event description:
It was reported that the customer's insulin pump was exposed to water and water can be seen under the screen and battery compartment. It was also reported that the insulin pump has physical damage. Customer's blood glucose level at the time 83mg/dl. Advised insulin pump will be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.